Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's physician that the patient visited the emergency room (ER) due to hyperglycemia. The needle mechanism did not deploy as intended. Further information was solicited but unavailable.